Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned with original packaging. There is debris on the device and discoloration present on the distal tip. A functional evaluation of the returned device found that device is in working order. Device passed all functional test, device functioned as per manufacture spec. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the inner blade drawing found the silver is finished with an anti-tarnish per standard specification for electrodeposited coatings of silver for engineering use. The complaint was confirmed and the root cause was associated with the design of the device. A corrective action was initiated and concluded the red substance that's occasionally found on our blades is actually a silicone lubricant from the manufacturing process. Testing has confirmed that the silicone lubricant is biocompatible, non-toxic, non-irritating and non-sensitizing. During the manufacturing process, we coat our inner shaver blades in a silicone bath to provide additional lubrication between the blades when used during the surgical procedure. Occasionally, when applying the silicone lubricant, some of it may pool within the shaver blade and, after some time, forms an area of red substance.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during setup or inspection for an arthroscopy procedure, the full radius blade looked rusty on the inside tip when taken out of the package, therefore, it was not used. A backup device was available and no delay and no patient injury was reported. No other complications were reported.